Event description:
It was reported that the device had crack on the housing assembly and rusty screw. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported ¿crack on the housing assembly and rusty screw¿ event could not be determined through laboratory testing and log review; however, the issue was confirmed through external inspection. An external and internal inspection of the suspect syringe module was performed, and it was observed that the rear case assembly was found to be broken, and the wiper assembly screws were observed to be rusty. The suspect syringe module passed all the pm (preventive maintenance) tests in alaris system maintenance (asm) (v12.3). A review of the logs from the suspect syringe module was performed, and no malfunctions, anomalies, or issues related to the reported event were found, as this is a cosmetic issue rather than a software problem. The last infusion performed on the suspect syringe module occurred on (B)(6) 2026, at 5:44 am, during which a 50 ml terumo syringe was installed, and a vtbi of 48.93 ml was infused at a rate of 3.15 ml/h. The bd alaris user manual (v12.1) states to not use a device with any damage. Send to biomedical engineering for repair. Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm. Root cause: the root cause of the reported ¿crack on the housing assembly and rusty screw¿ event could not be determined through laboratory testing and log review; however, the issue was confirmed through external inspection. Note that this report lists imdrf annex a040502, c0601, d0302, g02017 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.